Event description:
The patient was undergoing a procedure when the medtronic thunderwire .the 014 fell apart. The patient was transferred to interventional radiology where the physician attempted to snare the distal tip of the wire. The physician was able to retrieve the broken portion by removing the guide sheath.